Event description:
The customer's mother called to report that the customer was hospitalized on three occasions. Twice the customer was hospitalized for high blood glucose levels over 500 mg/dl. The mother stated that the blood glucose levels would not come down when treating with the insulin pump but they would come down when manual injections were given. The customer was also hospitalized for low blood glucose. The customer had gone snowboarding all day prior to being hospitalized with a blood glucose reading of 37 mg/dl. In addition, the mother stated that the insulin pump had low battery life with the battery only lasting two days. The mother was unable to troubleshoot the insulin pump during the phone call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.